Event description:
According to the reporter, during a laparoscopic with left salphingo-oopphorectomy, right salphingetomy and lysis of adhesions, the doctor was using the handle and 45mm reloads. The doctor then switched to 60mm reloads and it would only fire to 45mm. There was no patient injury.